Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had broken battery tube threads, cracked reservoir tube lip, cracked display window corner and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.